Event description:
It was reported that for the past weeks the patient has heard intermittant alarming from the pump and has incurred a loss of efficacy. The patient's pump was interrogated and it was found that there was a motor stall with a stopped pump period that may have exceeded the tube set. A review of the pump telemetry logs showed several motor stalls with subsequent recoveries. The last motor stall did not show a recovery. The patient denies any recent MRI or environmental magnetic interaction. The hcp gave the patient a therapeutic drug bolus to which the patient responded well. The patient is reportedly getting good efficacy and has decreased her oral medication intake as a result. The hcp will continue to monitor the patient. The drug contained in the patient's pump was fentanyl (4.0 mcg/ml) and bupivacaine (10.0 mg/ml). Additional information has been requested, but was not available at the time of this report.